Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. The optical resolution was verified to be acceptable and the diopter was confirmed to be within the range for a 19.5 diopter. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported cloudy vision. However, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. (B)(4).

Event description:
Additional information was provided by an ophthalmic assistant, who reported that the patient developed posterior capsular opacification and a yag laser was performed four months following the implant procedure. The patient was also treated for dye eyes. The event resolved with treatment. The iol was exchanged approximately four years following the implant procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced cloudy vision. The iol was exchanged. Additional information has been requested.